Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.  If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that a nurse stated that the feeding sets presented a leakage where the devices are connected to the nutrition. The issue was discovered during set up and no patients were connected at the time. There was no patient injury, medical intervention, or adverse reactions reported. There were no other deficient products used during the event. Per the nurse, no further information is available.

Manufacturer narrative:
A device history record review could not be performed because a lot number was not received with the complaint. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. Samples were not received for the investigation. However, two videos were provided. The videos were reviewed, and the reported issue was confirmed; a leak from the cross spike was observed. As part of continuous improvements, a corrective action has been opened to address the reported issue. The root cause and action plan will be documented through the formal investigation. This complaint will be used for tracking and trending purposes.